Event description:
An 82-year-old female with refractory pseudo exfoliative glaucoma; right eye worse than left eye. Intraocular pressures poorly controlled even on medication. Right eye on 3 medications (latanoprost, brimonidine, and dorzolamide). Left eye on one medication (latanoprost). Underwent glaucoma drainage device implantation on (B)(6) 2026. Sub tenon application of mitomycin c (0.4 mg/ml x 2 min) was placed in the supertemporal quadrant; ahmed fp7 and process pericardium patch graft was placed; anterior chamber was noted to be formed at the end of the case and intraocular pressures were satisfactory. Post op day #1: shallow ac; seidel-bleb, temporal choroidal only iop = 10 mmhg post op day #6: shallow ac; seidel-bleb, temporal and nasal choroidal, iop = 3 mmhg. Post op day #9: shallow ac; siedel-bleb; increased pain with supra choroidal hemorrhage, iop = 33 mmhg secondary to the supra choroidal hemorrhage; (B)(6) 2026: return to operating room for glaucoma drainage device exchange and drainage of choroids, reformation of anterior chamber+ viscoelastic. Concern for primary device failure v12. Glaucoma drainage device valve did not properly close with low lntraocular pressures - thereby resulting in shallow/ flat anterior chamber and choroidals. This required urgent return to the operating room for a glaucoma drainage device exchange, reformation of the anterior chamber, and choroidal drainage. Unfortunately, the second device (ahmed fp7) also failed and required a return to the operating room. (B)(6) 2026: return to operating room for glaucoma drainage device exchange and drainage of choroids, reformation of anterior chamber+ viscoelastic. Post op day #1: iop =13 mmhg; shallow anterior chamber. Less choroidals (temporally> nasal) post op day #3: iop = 14 mmhg; shallow anterior chamber, choroidals present post op day #4: iop = 10 mmhg; shallow anterior chamber, reformed anterior chamber with viscoelastic, choroidals present. Post op day #5: iop = 10 mmhg; shallow anterior chamber, choroidals still present. (B)(6) 2026: explanted glaucoma drainage device #2, reformed anterior chamber, drained choroidals, and removed dense iridocycline membrane in the right eye. Post op day #1: iop = 48 mmhg. Post day #2: iop = 30 mmhg; post op day #4: iop = 23 mmhg on 3/1 meds. Post op day #6: iop = 33 mmhg on 3/1 meds. Post op day #14: iop = 26 mmhg on 3 / 1 meds. Post op day #21: iop = 28 mmgh on 3/1 meds. Key: (right eye/ left eye). Pt: 4810, 1994. Device: 3023, 2170. Ref: mw5188757.